Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported upon initiation of support, the impella alarmed for suction and there were no flows. The medical team decided to explant the pump and replace it with a new impella cp. The patient was successfully implanted with the new impella cp and remains on support with information available at time of this report.

Manufacturer narrative:
The impella device was not received from the customer as the customer reported it has been discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: low flow occurred when pump started. Troubleshooting was unsuccessful. Pump was removed & replaced by a new one that worked without issue. Low pump flow: data review: data logs confirmed low pump flow when pump started that triggered auto suction response & suction alarms. No motor current or placement signal spikes observed during support. This event remained throughout the rest of the case. Product was not returned for review. The cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all post sterile inspection checks.

Manufacturer narrative:
A1, a2, h1: updated to include serious injury. D6b: updated explant date. H6: added code e0514 and omitted code e2403. Additional information: this pump was attempted and removed due to suspected clot ingestion. Pump was inserted before onsite support. Upon placement in the left ventricle the pump was alarming for suction and had zero flows.